Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states on the top of the batteries, there were what appears to be melted areas.